Event description:
It was reported to philips that the system was unable to boot. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. It was reported to philips that the shutter collimation failed. Review of the logfile shows collimator driver linear x shutter area is not available. Upon troubleshooting, the philips remote service engineer (rse) checked with the customer and found multiple issues relating to collimator failure and requested onsite support. The philips field service engineer (fse) checked the system onsite and found that shutters stuck, would not open nor close. To resolve the issue, the fse replaced the collimator and perform all collimator calibrations in another work order. The defective part was sent for analysis, for collimator malfunction was observed and the failed component was found to be shutter x jam. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.